Event description:
It was stated that the paramedics were called to the customer's home due to low blood glucose levels. Prior to the paramedics' arrival, the customer changed the infusion set for the first time since being trained, and was not disconnected when pushing on the plunger, therefore, injecting a large amount of insulin into the body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.